Event description:
It was reported that the patient experienced a fall and has since then exhibited increased neck pain. A reprogramming was attempted and it was noted that five contacts had high impedance. Imaging was requested but, in the meantime, reprogramming was performed. Later on, it was decided to perform a surgical intervention in which both leads were explanted and replaced. The patient was reported to be doing well after the procedure. The explanted devices were not released by the facility for return.

Manufacturer narrative:
B1. Corrected to capture adverse event and product problem. B5. Corrected to further clarify the reported event. D.2b. Additional applicable product codes: qrb. D4. Updated to include UDI. H6. Corrected to capture the patient code of fall, the impact codes of inadequate treatment and device revision or replacement and the device code of fracture. Block b3: exact date unknown, event occurred few months ago from the date the manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4).

Manufacturer narrative:
Block b3: exact date unknown, event occurred few months ago from the date the manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2317700 model: sc-2317-70 serial:(B)(6) batch: 7082020.

Event description:
It was reported that the patient was experiencing inadequate pain relief due to high impedances. The patient underwent a revision procedure wherein one of the leads was removed. The patient was doing well postoperatively and the explanted lead will not be returned, as it was kept by the medical facility.